Event description:
This rv lead was implanted on an unknown date and was explanted on (B)(6) 2018. In an email sent on 05/09/2018 it was noted that the lead exhibited was explanted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).